Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: lo (less than 10 mg/dl) and 162 mg/dl. Customer was feeling shakey and tired with the reading of lo. Customer self-treated with juice and retested at 162 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.